Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-10808, 2017865-2019-10810.

Manufacturer narrative:
Analysis found only the connector portion of the lead was returned measuring at 39.5 cm of the inner and outer coil. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
New information received stated that the patient was seen in clinic for a follow up on june 10th, 2019. On june 11th, 2019, the patient was found deceased. The clinic stated that there were no known malfunctions with the implantable cardioverter defibrillator system and that the system was not related to the patient's death. The patient was in hospice care at the time of death.